Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower extremity. A 6.0mmx20mmx135cm sterling balloon catheter was advanced for pre-dilation with the support of a guide wire. However, during initial inflation with the encore, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device. The device inflated and held pressure for 5 minutes without leaking. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower extremity. A 6.0mmx20mmx135cm sterling balloon catheter was advanced for pre-dilation with the support of a guide wire. However, during initial inflation with the encore, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.